Event description:
During remote follow-up, the device was in backup vvi mode due to event queue overflow. The device was explanted and replaced due to normal battery depletion. The patient was stable before and after the procedure.

Manufacturer narrative:
The device was confirmed to be in backup vvi (bvvi) upon receipt. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. No sources of high current were noted. Pacing, sensing, impedance, high voltage output, and the patient notifier functions were tested and no anomalies were detected. The reported event of reset was confirmed in the lab. The cause of the bvvi operation was due to an event queue overflow and the root cause of the event queue overflow is an anomaly within the radiofrequency (rf) module.